Manufacturer narrative:
On 08/19/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Failure regarding door switch issue. Two medtronic representatives resolved door issue by adjusting door switch to make contact while door is closed. Issue resolved. System performed as intended. The imaging system was successfully used in a subsequent procedure. On 08/31/2016 a medtronic representative, following-up at the site, confirmed that the imaging system internal door switch needed adjusting which resolved the reported issue. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's imaging system gantry door appeared physically closed, however, the pendant was showing it as open. The site fully opened and fully closed the door several times, then noted the rotor was not able to move. The site re-booted the imaging system several times without resolve. No further details regarding the behavior, or specifically when it occurred, were provided. An alternate imaging system was brought in to be used in continuing the procedure. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.